Manufacturer narrative:
This report is sent ot the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint # (B)(4). Retained and returned customer samples of the same lot were inspected visually, mechanically and for their ph. In addition, electrodes were applied on two volunteers for one hour. No reaction or deviation could be observed. The retained and the returned samples were within specification. No conclusion regarding the cause of the skin reaction can be drawn.

Event description:
On (B)(6) 2011, we have been informed about an incident with ECG electrodes skintact f-55 at (B)(6) - intensive care unit hospital, (B)(6). Three days after the application of the electrodes the patient developed "redness and slight rash" on the chest underneath the adhesive foam area of the electrodes. The body and the skin type of the patient was described as normal. The skin was cleaned with medical body care foam and dried, no disinfected and no ointment has been used. The redness and rashes was cured within 10 days by dermatological treatment.